Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the failure of the internal battery to charge was noted. The device's internal battery was replaced to address the issue. Additionally, the device's inline proximal filter was found to be contaminated with dust. The filter was replaced to address the issue. The device was tested and passed all final testing.